Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side no complaint with mention of recall. Healthcare professional (hcp) later reported 'mastalgia' 'simple cyst', 'some radial folds and a small amount of surrounding fluid' and capsular contracture 'grade iii/IV'. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ cyst(s)-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant-breast: not observed. ¿ pain-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side no complaint with mention of recall. Healthcare professional later reported 'mastalgia' 'simple cyst', 'some radial folds and a small amount of surrounding fluid. Device has been explanted.

Event description:
Previous medwatch submission noted capsular contracture. Upon further review, abbvie has determined that the event of capsular contracture was only reported for contralateral side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Device has been explanted. Healthcare professional, later reported, 'mastalgia' 'simple cyst', 'some radial folds and a small amount of surrounding fluid'. And capsular contracture, 'grade iii/IV'.